Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08740 inches. Device alarmed unexpected restart during unexpected restart error test due leaking voltage. No pump error alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl as well as insulin pump had unexpected power alarm and the clock monitor test detected a mismatch between the system clock and the watchdog clock. The customer's current blood glucose was 120 mg/dl. The customer did experienced the symptoms such as nausea vomiting. The customer was treated in emergency room. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege. The insulin pump will be returned for analysis.